Event description:
Pt has been testing on suspect device for past 4-5 months. The pt has been getting readings in his normal range (130-180) and not giving himself insulin based on these readings. He tested on suspect device and blood glucose was 96 mg/dl. 30 mins later the dr tested blood glucose (lab) and was 300 mg/dl. The pt was given new oral medications. He also alleges that he has developed nerve problems in his hands and feet due to not taking insulin based off the suspect device readings.